Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead perforated the patient. A lead revision was performed on (B)(6) 2013. The lead remained implanted.